Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient experienced elevated blood glucose of more than 500 mg/dl on (B)(6) 2011. She delivered a correction bolus via the infusion device, but this was not successful. She then changed the infusion set, insulin cartridge, and battery, but this was not successful. On (B)(6) 2011, patient's daughter drove her to her diabetic specialist. She was admitted to the hospital and received stationary treatment from (B)(6) 2011. The hospital disposed of the used infusion set. Patient did not experience blood glucose concerns when using a different type of infusion set. Normal blood glucose is 100-120 mg/dl. Patient will return 1 unused infusion set for evaluation. No additional details were provided.